Event description:
It was reported that the usb port of the patient's pump was damaged and loose, and the pump did not register the full amount of insulin left in the cartridges. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting.